Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9165cdg due to the damage to the impactor head of the device. Visual evaluation noted that the tip of the device is damaged/broken. The most likely cause is attributed to misuse due to use error. Refer to investigation photo.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06398499 that an ar-9165cdg driver shaft tip is bent. This was discovered during use in a case with no patient harm. "Baseplate impactors have broken or cracked plastic tips. Broken items were discovered in cleanup, did not affect the outcome of the case, and did not negatively impact the patient."